Event description:
The bipap a40 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, evidence of foam degradation was confirmed. In addition, a critical error code in relation to (the device cannot be operated after three restarts.) Was observed in the device event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. No repair was performed. The device was scrapped as per customer request. Additionally, the technician confirmed the system board is defective based on an error code in relation to (error in verifying the flash drive format on device start up) unrelated to the reported malfunctions. The accessory port cover is missing.